Event description:
It was reported via implant card that the patient's lead wasn't explanted and still need to be replaced; however, a portion of the lead was received for analysis, indicating that the lead was explanted. Analysis has not been completed on the returned lead portion to date. No further relevant surgical intervention has occurred to date. Product analysis was completed on the returned m103 generator . Failure to interrogate due to normal battery depletion was duplicated. Electrical test results showed that the generator performed according to functional specifications for a depleted generator. No anomalies identified. No further relevant information has been received to date.

Event description:
It was reported that the patient had a remnant of the old lead removed and the lead replaced. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Only a section of the lead was returned. The connector boot, lead pin, portion of the lead body, and the electrode array was not received so an analysis and resulting commentary on those portions could not be made. Lead fracture was verified in the returned portion at the end of the lead portion - one coil appeared fractured and pitted and the other appeared to be pitted. Multiple abraded openings were identified in the lead body outer tubing and at the ends of the returned lead, the inner and outer tubing appeared abraded. The lead had dried remnants of likely body fluids inside the inner and the outer silicone tubinb, in some areas with no other obvious point of entrance was noted outside of the identified tube openings and the cut/abraded ends of the returned lead portion. Other than the noted above conditions, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No further relevant information has been received to date.

Event description:
It was reported that during a planned replacement surgery, high impedance was detected on the new generator after the patient's generator was replaced due to battery depletion. Pre-operative impedance was not available since the old generator could not be interrogated due to normal battery depletion. A lead fracture was visually observed in the lead and it was replaced. The suspect product was received for analysis, but analysis hasn't been performed on the prod